Event description:
It was reported that the unit usually works on external battery then internal battery. After the unit was running on internal battery for four to five hours, it gave low battery alarm. Then, the unit was shut down in a minute. Please note that there was no death or no severe injury involved in the incident.